Event description:
Caller reported compact plus system blood glucose result of 20.9 mmol/l and 8.9 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).